Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of a noisy signal. It was noted that the boston scientific representative was able to reproduce the noise with the patient's left arm placed across their chest. The representative referred the patient to a physician for a lead revision. The lead remains in use. No adverse patient effects were reported.